Manufacturer narrative:
D4 UDI information and h4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. The cause of the high purge pressure could not be determined as no defect was found on returned product and no data logs were returned for analysis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient went to operating room with impella for coronary artery bypass graft. Aorta was cross clamped and at some point, purge flow low and purge pressure high alarm started to sound. Impella graft was unclamped but still alarm was activating with purge flows below 1cc. The pump was replaced and the patient was in stable condition.